Manufacturer narrative:
(B)(4). Correction to medwatch follow-up 1. The h10 section should be as follows: a manufacturing record evaluation was performed for the finished device lot pah143, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pah143, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and the suture was used. The suture popped off of the needle in the procedure with much less pressure than a doctor was used to. There were no patient consequences reported.